Event description:
The pump was returned to animas for a peeling keypad. During evaluation, the bolus button was found to be inoperable. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during testing the bolus button was found to be inoperable. The bolus button was removed and the bolus button was found to be missing the button slug. The keypad was found to be peeling from the bottom of the pump; the keypad buttons were found to be responding appropriately to press. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.